Event description:
Manufacuturer, bard urological products, has no cleaning or sterilization instructions available for catheter stylet 6 fr. Reorder 004036. Manufacturer, bard urological products, has done no validation testing for sterlization of product for use in sterile surgical procedures. Distributed by: c.r.bard, inc.